Manufacturer narrative:
The fse visited the customer site and confirmed that the problem with power cord connection and low supply voltage. The power cord supply voltage connection was reconnected to resolve the issue, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(4).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device cannot start up. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.